Event description:
It was reported that the patient was admitted to hospital (intensive care unit) with severe ketoacidosis on (B)(6) 2023. Upon arrival the glucose value was 1100 mg/dl. The patient received insulin via a perfusor and was ventilated as she was in a diabetic coma. The patient was switched to ict during her hospital stay and released on (B)(6) 2023. No allegation was made against the infusion device.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.